Manufacturer narrative:
Medical device: 694965 lead implanted: (B)(6) 2005. Product event summary: the distal segment of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the right atrial (ra) lead was capped for an unknown reason as multiple follow-up attempts for additional information were unsuccessful. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.